Event description:
Upon initial setup by the staff for a knee replacement surgery, prior to the patient entering the room, the unit failed to boot up properly. Device not used on patient, no harm to patient.